Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian (B)(6) patient underwent a primary breast reconstruction with a 500cc mentor artoura breast tissue expander and a mentor cpx4 with suture tabs medium height smooth expander and experienced postoperative bilateral deflation. As a result, the patient's devices were explanted on (B)(6) 2019. This report is for the patient's mentor cpx4 with suture tabs medium height smooth expander.

Manufacturer narrative:
On 01/03/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).